Event description:
The pt tested her blood glucose on suspect device and it was over 500 mg/dl. She took oral medications as directed by her doctor for high blood glucose readings. 2 hrs later the customer went into hypoglycemic shock and the paramedics were called. The paramedics tested her blood glucose on their device and it was 29 mg/dl. She was given glucose of some form. Glucose control was run and out of specifications.